Manufacturer narrative:
It was reported that the ventilator failed pressure transducer test during pre-use check. Identification of issue has been done by analyzing problem description and service report. According to the information provided by the technician, the expiratory channel printed circuit board was checked and has been pointed out as defective and cause of the issue. The issue was decided to be reported as a defective expiratory channel printed circuit board may lead to stop of ventilation or high pressure. There was no patient involvement. The root cause to the reported issue has not been determined. The correction of fields #h4 device manufacture date and #h8 usage of device was required. This is based on the internal evaluation. #h4 manufacture date: previous manufacture date: 01/18/2019. Corrected manufacture date: 01/11/2019. #h8 usage of device: previous usage of device: unknown. Corrected usage of device: reuse.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).